Event description:
Coiling treatment of an aneurysm. During coil delivery, it was reported that the coil prematurely detached after passing through the catheter's tip. Since it was the last coil to be implanted, the physician was unable to reposition the coil and it was reported that part of the coil was left floating in the anterior cerebral artery. No patient injury reported.

Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached. The tack weld on the pusher assembly was found broken. The broken track weld likely caused the coil to detach.